Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the c-arm would not boot up and an error message of turn c-arm off for 10 seconds and reboot, however the problem persisted. There is no report of death or serious injury associated with this complaint.